Manufacturer narrative:
Upon extended investigation, it is determined that the useful life of freestyle lite meter is 5 years. As the manufacturing date of this product is 2013, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. No further investigation activities are being performed at this time. Meter dcgp348-n4371 has been returned and investigated with retained test strips. No new issues were observed. Visual inspection was performed on returned meter. Meter powered on with button depression and test strip insertion. Blank screen was not observed. Further extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Issue will be not confirmed due to product used beyond useful life per npr investigation summary. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Product has been returned, and the investigation is currently in process. A supplemental report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.